Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Concomitant medical devices: zimmer bone scr 6.5x20 self-tap cat#00625006520 lot#64536479; zimmer bone scr 6.5x20 self-tap cat#00625006520 lot#64580133; zimmer bone scr 6.5x20 self-tap cat#00625006520 lot#64540462; unknown liner; unknown stem; unknown head. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent revision surgery due to frequent dislocations. After the surgery, the radiograph showed one of the screws had penetrated the shell. No revision has been reported to due this event. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.